Manufacturer narrative:
It was not clearly indicated that both devices were implanted; however, the event is being reported in a conservative manner, due to the possibility of a device-related event. Device disposition not presently known.

Event description:
It was reported that two size 28 annuloflex annuloplasty rings were used intraoperatively. It was not indicated which device was implanted.

Manufacturer narrative:
The manufacturer attempted to obtain additional information about this event, but was unable to receive feedback. As such, the details surrounding the reported event and the root cause cannot be established. The event was reported in a conservative manner due to limited information and unknown involvement of the device; however, based on the available event information it is not clear that an adverse event has occurred. Given that the implanted device could not be identified, and it was not possible to obtain the device for analysis, there was not sufficient information available to conduct an investigation. Should additional information be obtained in the future, the event will be re-evaluated and appropriate investigative action will be taken. Unable to follow up; not returned.